Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found a clot inside and outside the sample probe. The fse replaced and adjusted the sample probe. Ise checks, calibration, and qc were performed with acceptable results. Precision testing was performed with results that were within specification. Operational and mechanical checks passed. The instrument was operating within specification. The customer used a centrifugation time of 3 minutes at 3300 revolutions per minute (rpm). The centrifugation time may be too short and the speed may be too fast based on the type of sample tubes used. The service actions resolved the issue.

Event description:
The initial reporter questioned low qc and patient results for "several" analytes on a cobas pro ise analytical unit. The customer stated that "some" of their doctor¿s offices had complained of low ise sodium electrode (na) results. Discrepant na results were provided for 2 patient samples. Patient 1 initial result was 131 mmol/l. The repeat result from a different analyzer was 141 mmol/l. Patient 2 initial result was 131 mmol/l. The repeat result from a different analyzer was 140 mmol/l. The repeat results were believed to be correct.